Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-13416, 1627487-2021-13417. It was reported the patient was experiencing pain due to the devices. As a result, the patient underwent surgical intervention during which the system was explanted with no complications.